Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 547 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The turned out to be bent causing the readings to be off. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.